Manufacturer narrative:
The lens was returned for evaluation. Solution is dried on the lens. The lens was cut in half, typical of removal from the eye. A small scratch is observed, on the optic. Scrape marks are observed, on the optic. A small crack is observed, on anterior surface of the optic. Power and resolution inspection could not be conducted, due to extensive damage. Associated products were not provided. It is unknown, if qualified products were used. The root cause for the reported events could not be determined. A malfunction has not been indicated, or information provided, that the lens was the cause of the event. The customer indicated, that the target was accurate, but the lens was exchanged, due to the patient's complaint. The 24.0 diopter was removed. The replacement lens information was not provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned to the manufacturing site. Based on the results from the product and batch history record, the product met release criteria. Root cause cannot be identified at this time. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the following: the surgery was performed, there was no issue to the patient after the surgical procedure, but after a week, the patient's vision was decreased significantly, which did not meet the standard. The target was accurate, but the lens was exchanged due to the patient's complaint. No further information received.